Event description:
It was reported that the system 9800 displayed a high ma error intermittently. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated after hours of attempts. The system was tested and found to be working as intended and placed back into service. Any additional information will be reported when available.